Manufacturer narrative:
This report is being filed on an international product, architect ipth list 8k25-20 that has a similar product distributed in the us, list number 8k25-27. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, review of field data and a review of labeling. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated ipth result on the architect i2000sr analyzer. The following data was provided (pg/ml): (B)(6) year old male initial 128, repeats 81, 20, 92, 93, 103, 158.2; (B)(6) year old male initial 49, 96, 67, 130, 116, 203.8; (B)(6) year old female initial 129, 115, 138, 41, 74.9; (B)(6) year old female initial 34, 57, 45, 66, 61, 42, 45, 46, 52; (B)(6) year old female initial 48, female 87.1; (B)(6) year old female initial 48, 55, 79.2; (B)(6) year old female initial 69, 48, 80, 57, 49, 55, 133.1; (B)(6) year old female initial 131,9; (B)(6) year old female initial 41, repeat 136.7; (B)(6) year old female initial 80, repeat 81, 109.3. There was no impact to patient management reported.